Event description:
The reported alarm condition occurred during prime, therefore no patient information is reasonably known at the time of the event.

Event description:
The customer reported that they are getting a "return line air detector detected fluid too soon" alarm during loading of a therapeutic plasma exchange (tpe) kit. The customer moved the procedure to a different piece of equipment. Patient information is unavailable at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The system was alarming with 'fluid detected in the return line' during the disposable test. The two run data files from (B)(6) 2012, show that the alarm occurred as the customer reported. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Also, to provide corrected occupation. Investigation: the machine alarmed as designed. The device history record was reviewed. Nothing was found that was related to this event. Diagnostic findings: found the rlad was seeing fluid at the detector when no fluid was present. Root cause: undetermined. Corrective action: the service technician cleaned behind the cassette plate, along with the pump raceways and rotors. The rlad was replaced and the machine was functionally tested with no additional issues reported. Evaluated by customer's biomed.

Manufacturer narrative:
(B)(4). Potential causes include the operator spiking the bag too early, a defective return line air detector, a defective upper user strobe cca and a defective control stack. The customer site was having their biomed evaluate the machine. An internal CAPA is currently open to address reliability issues with the return line air detector. Investigation evaluation and corrective actions are in-process. A follow-up will be provided.